Event description:
In 2000, the MFR (MFR) received medwatch report #3100030000-2000-02 from the facility via a fax that states the following: the device broke and lodged itself in the pt's heart. No further details were provided.